Event description:
It was reported the programmer gave a fatal programmer error. It was also reported the programmer would not print reports upon completion of interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer powered up ok, however multiple system errors were found in the programmer error log. Programmer would not print a report after interrogation due to the setting at full size printer.